Event description:
During a drug eluting stenting treatment procedure, difficulty removing the balloon from the stent was encountered. The lesion being treated was a non-calcified, 95% stenotic lesion in a non-tortuous left anterior descending artery (lad) and diagonal (dx) bifurcation. The physician predilated the lesion with an unknown size maverick balloon. After predilation the physician successfully deployed an unknown size taxus express2 drug eluting stent at 14 atms. Upon withdrawal the physician felt the fully deflated balloon was sticking to the stent. After 10 minutes of manipulating the stent delivery system (sds), the physician decided to deep seat the guide catheter to successfully remove the sds. No patient injuries or complications were reported. Patient status is reported as "satisfactory/good".